Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins). The rep reported that the patient was found to have high impedances on the right side on contact pair c and 0 preoperatively. The rep reported that the impedance was greater than 10,000 ohms. The rep reported that after the ins was replaced, the impedance on that contact dropped to 3 ,249 and all other contacts were within normal range. The rep reported that the ins replacement was routine due to the ins reaching eri. The rep reported that the impedances were tested at 3.0v and that the patient was not using the contact. No patient symptoms were reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed by the healthcare provider (hcp), reported the cause of the high impedances wasn¿t determined. No further complications were anticipated.